Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the evaluation is based solely on the description, since no product is returned. Due to the limited information it is not possible to conclude the root cause for the difficulties experienced during advancement. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: "I will try to advance the jugular filter introducer multiple occasions without achieving progress beyond the valve. I have used a new device to release the jugular which did advance and released without difficulty." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence